Event description:
It was reported that the fast-fix was introduced in the articulation without activating the system. When the device was removed it was found that the suture fell inside the patient. Suture was removed without any delay or serious injury in the patient.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the suture to be slightly pulled out of the depth limiter. The needle and suture are soiled with human matter. The device was tested in this condition for deployment using a rubber meniscus model, each t deployed as intended. The condition of the device indicates the suture was inadvertently dislodged during use. Further investigation is not warranted at this time.